Event description:
On december 1, 2009, the lay-user/rptr contacted lifescan, alleging that a one touch basic meter had read inaccurately. According to the rptr, the pt manages her diabetes with self-adjusted insulin. The rptr indicated that the alleged issue stated on an unspecified date in 2009, at 12:00 pm. The rptr claimed that the reported meter's readings did not match up when compared to a lab and health care professional (hcp) meter. According to the customer service representative (csr), the rptr did not know if the readings on the reported meter were too high or low. The rptr was unable to provide any blood glucose results obtained on the reported meter, or from the hcp meter and lab. On an unknown date/time, after the alleged issue began, the rptr claimed that the pt developed symptoms of dizziness, dehydration, and an upset stomach. Seven months later, at 9:00 pm, the rptr claimed that the pt received assistance from an emergency room (ER) because of the alleged issue. The rptr claimed that the pt's blood glucose was tested on an ER/hospital meter and an unspecified high result was obtained. The rptr alleged that the pt was treated with IV fluids. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, what approximate date/time the symptoms developed, and what meter readings the pt obtained before and after the symptoms started. The pt was reportedly using correct steps for testing with the meter and supplies. The meter was coded correctly. However, the rptr did not have control solution or a check strip for troubleshooting. The meter, test strips, and control solutions were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt received medical treatment from an ER and developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.